Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited high, out-of-range shock impedance measurements of greater than 400 ohms. Technical services (ts) was contacted, and ts discussed programming and troubleshooting options. The s-ICD system remains implanted but was programmed off and device replacement planned. No adverse patient effects were reported. Additional information was received indicating the s-ICD system was explanted and replaced. Ts noted noise in the old s-ICD system in the alternate sensing vector, with baseline noise in secondary. Also, the field representative noted a sharp bend in the pocket and mentioned x-ray imaging had been performed. No additional adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited high, out-of-range shock impedance measurements of greater than 400 ohms. Technical services (ts) was contacted, and ts discussed programming and troubleshooting options. The s-ICD system remains implanted but was programmed off and device replacement planned. No adverse patient effects were reported. Additional information was received indicating the s-ICD system was explanted and replaced. Ts noted noise in the old s-ICD system in the alternate sensing vector, with baseline noise in secondary. Also, the field representative noted a sharp bend in the pocket and mentioned x-ray imaging had been performed. No additional adverse patient effects were reported. Additional information was received indicating the s-ICD system is expected to be returned for product analysis. No additional adverse patient effects were reported.